Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) as supra ventricular tachycardia (svt) and withheld therapy for 1 second prior to the arrhythmia terminating spontaneously. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.